Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe did not cut properly during a surgery. Additional information and product sample were requested for this event. No updates have been received at this time.

Manufacturer narrative:
A probe was returned for evaluation. The final customer lot was identified. A device history record review for the lot was conducted. No anomaly was found during the device history record review. The product was released based on the product¿s acceptance criteria. The sample was visually inspected and was deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe has a cut failure. The cut performance met specification. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received; the reporter informed that aspiration of the probe was present. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.